Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted:(B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the health care provider (hcp) had tried to aspirate the catheter during the pump replacement, but got very poor flow during the aspiration. The reason for the difficulty aspirating issue was unable to be determined. The catheter was revised and noted to have a partial explant, as 8cm of the pump segment and connector were removed and replaced with a small segment of the new pump catheter and connector. No patient symptoms were reported with this event and the patient status at the time of this report was "alive- no injury." The drug that was used via the device system was baclofen.

Event description:
Additional information received reported that there had not been a catheter issue per the hcp, and that the patient had a pump replacement because the patient's pump was at end of battery life "without revision of the catheter." The patient recovered without permanent impairment.